Event description:
As reported by a field clinical specialist (fcs), during a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve, the valve was prepped and entered 14fr e sheath + but could not get it to advance past internal iliac. The decision was made to remove the entire system and start over. Upon removal, a strut of the valve had exited the sheath causing liner puncture in the expansion joint. New devices were prepared and the valve was successfully implanted. The patient left the room stable and doing fine.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04646. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: after removal from the patient, a valve strut was shown to be punctured through the sheath liner, the sheath seam was expanded as designed and the patient's access vessel had presence of calcification and undersized vessel diameter. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''the valve was prepped and entered 14fr e sheath + but could not get it to advance past internal iliac. The decision was made to remove the entire system and start over. Upon removal, a strut of the valve had exited the sheath causing liner puncture in the expansion joint''. The valve was prepped and entered 14fr e sheath + but could not get it to advance past internal iliac. The decision was made to remove entire system and start over. Upon removal, a strut of the valve had exited the sheath in the expansion joint''. Per the IFU/training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Per evaluation of the provided imagery, the sheath liner was punctured by a valve strut (figure 1). Additionally, the patient's access vessel had presence of calcification and an undersized vessel diameter (figure 2). However, the case notes stated, ''it continued to advance until an area of ca+ at the internal bifurcation where is would not go any further''. The presence of calcification can create challenging pathway during delivery system advancement, leading to resistance, as it can act as a physical barrier and create a constrained condition for the sheath to fully expand. It is possible that the valve strut caught onto the sheath liner during delivery system advancement and punctured it, especially if excessive device manipulation may have been applied overcome the experienced resistance. As such, available information suggests that patient (calcification) and procedural (valve caught on liner, excessive manipulation) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.